Event description:
It was reported that the infusion set tubing became disconnected from the ilet user's body during the night, after which the user reconnected the tubing in the morning and performed a fill-tubing check off-body to confirm insulin flow, consistent with a usage issue involving the infusion set/tubing and an incorrect procedure. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified involving the infusion set/tubing with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.